Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged after slitting the sheath. The physician replaced the sheath to complete the operation. The physician commented that the event was related to patient's vessel abnormity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.